Manufacturer narrative:
The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
Upon receipt at our boston scientific¿s post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood around the helix. The helix mechanism was in an extended position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. However, laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented to the hospital with no capture. There were also high right ventricular (rv) pacing threshold measurements. The lead impedance data indicated there was change in pacing impedance measurements two days prior, however they were still within normal limits. A revision procedure was performed and it was identified the ra lead had dislodged. The ra lead was attempted to be repositioned, but difficulties were experienced with the helix mechanism. The ra lead was explanted and successfully replaced. It was also reported that the rv lead had dislodged. The rv lead was able to be successfully repositioned. No additional adverse patient effects were reported.